Event description:
Caller reported a malfunction on the pump, specifically identifying it with malfunction code 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To address the issue, the customer was advised by technical support to use multiple daily injections (mdi) as a backup therapy while awaiting a replacement pump.